Manufacturer narrative:
(B)(4). Medsun report #(B)(4).

Event description:
The customer reports that the physician was attempting to place an arterial line by threading the guide wire, and the cannula kinked inside the patient's artery and was almost unable to retrieve the catheter. The physician could retrieve the catheter. No patient harm/injury.

Manufacturer narrative:
(B)(4). The customer returned an opened ra-04122 set containing a single radial arterial (ra) catheterization device for evaluation. The device showed evidence of use and the guide wire was returned fully advanced out of the needle bevel. The catheter was separated and a portion remained on the needle hub while the other portion was advanced off the needle bevel on the guide wire. Visual examination revealed the portion of the guide wire that was advanced out the needle bevel was kinked and contained several offset coils. The catheter body was torn into two separate pieces. A small portion was remained attached to the catheter hub which was fully retracted onto the needle hub. The separated portion of the catheter body appears to have accordioned around the guide wire body. The edges of the torn catheter body were jagged and torn which typically indicates excessive force on the catheter body. Although the length of the catheter pieces could not be accurately measured, the end of the separated piece appeared to be the catheter tip; therefore, it is likely the entire catheter body was returned. There was no indication of resistance between the needle cannula and catheter body, although dried blood was observed between the two components. Offset coils were observed on the distal tip of the guide wire that was exposed out of the needle bevel. The guide wire distal weld was intact and appeared full and spherical. Dried blood was observed in the guide wire advancer tube. The kinked guide wire protruding out of the needle bevel measured 22 mm in length. The catheter inner diameter, the catheter body outer diameter, and the needle cannula outer diameter were measured and all were found to be within specification. Both pieces of the catheter were able to advance off of the needle/swg tip with slight resistance. The undamaged hub portion was able to pass over the needle cannula with minimal resistance. The guide wire was not able to be retracted back within the hub due to the dried blood in the device; however, the device was returned with the swg fully advanced. A manual tug test confirmed that the distal weld of the guide wire was intact. A device history record review was performed on the catheter, needle and guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product gives specific instructions for techniques for insertion of the catheter and guide wire. It cautions the user "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. It also states to "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel." The IFU also cautions the user "do not reinsert needle into catheter to minimize risk of catheter damage" and contains the warning "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of a kinked guide wire on a ra catheterization device was confirmed through visual examination of the returned sample. The device was returned with a portion of the guide wire advanced out of the needle bevel and with a separated introducer catheter. The exposed guide wire was kinked with offset coils. A portion of the catheter remained on the needle hub and a separated portion was accordioned around the kinked guide wire. The edges of the catheter at the separation points were jagged and torn indicating a breakage related to excessive force. The catheter and needle cannula met all relevant dimensional and functional requirements and a device history record review did not identify any relevant manufacturing issues. Based on the condition of the returned sample and the report that the damage occurred during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the physician was attempting to place an arterial line by threading the guide wire, and the cannula kinked inside the patient's artery and was almost unable to retrieve the catheter. The physician could retrieve the catheter. No patient harm/injury.